Manufacturer narrative:
One device was received in used condition without the original packaging and was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination. It was detected that the cuff of the tracheal tube had a tear. A leak test was performed to confirm the defect in the sample, the sample failed the test confirming the complaint and a root cause was due to improper use of the product. A device history record (DHR) review showed there were no issues or nonconformance's reported during the manufacture of the reported lot number.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient used this tube for one month. Slight leakage was found on cuff after removal for re-processing. No adverse patient effects were reported by the customer.